Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of "abscess", "swelling", and "allergic reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: contra-indications ¿ do not inject juvéderm® volift¿ with lidocaine in the periorbital area (eyelids, under-eye area, crow¿s feet) and glabellar region. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Injecting healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine in the glabella and lips. One week later, patient experienced "swelling in the areas where the filer was placed". On the injecting hcps advise, patient consulted with a treating physician. Symptoms were diagnosed as "allergic reaction" and treated with "some medicine", which was not effective. Patient consulted with a second treating physician for further treatment. Patient is now "in the hospital with abscess." Symptoms ongoing.